Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient experienced an appropriate treatment event consisting of one shock while at home. It was reported that the patient was unconscious at the time of the event, and the patient's wife reportedly witnessed the event. The lifevest delivered an appropriate 150j shock at 09:14:43. The patient's rhythm at the time of the treatment was vt at 250 bpm. The patient's rhythm after the treatment was asystole. At 09:15:43, the patient received a second 150j. The patient's rhythm at the time of the treatment was asystole. Over sensing of a low amplitude input signal contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not prior to shock delivery. The response buttons functioned appropriately. The patient was taken to the hospital for further evaluation. Post-shock asystole is a known potential outcome of defibrillation. The patient continued use of the lifevest.